Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV with "hardness".

Event description:
Healthcare professional reported right side capsular contracture baker grade IV with hardness. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV with hardness. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: , capsular contracture: unable to observe, as it is a medical event. Not related to the device. Visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed. White particles were observed, on the shell.